Manufacturer narrative:
(B)(6). Device evaluated by MFR: device was returned for analysis. A kink was observed in the sheath assembly from femoral marker to the proximal end. A kink was observed in the telescope assembly from femoral marker to the proximal end. A hole was observed at the lap joint section of the catheter. Impedance testing shows a good unit wave form. It was observed that the catheter has leaked from the lap joint when it was flushed. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 07jan2016. It was reported that the image was lost. An opticross¿ imaging catheter was selected for use. During the procedure, it was noted that the image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed a hole at the lap joint section of the catheter.